Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not turn on. It was indicated that the main printed circuit board (pcb) was corroded. It was also indicated that the lower case, display, display frame, encoder assembly, and one case screw were contaminated. It was also indicated that multiple wires were pinched and wire was exposed. It was also indicated that the keypad window was scratched and that the main seal was pinched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement.